Manufacturer narrative:
Return of product has been requested. Lot number provided by reporter, but not product. Full evaluation will occur upon receipt of returned product.

Event description:
Infection - upper back tooth [tooth infection]. Case description: a (B)(6) female consumer provided a spontaneous report via phone on 06-oct-2017 that she used oral b power oral care refills 3d white unknown brush set (oral-b pro white brushheads) for the first time beginning on an unknown date, using one brush head (from a pack of 3) a maximum of 4 times concurrently with an electric toothbrush, and she described how she had a broken tooth that she did not know about, and around the same time as she started using the brush head she developed an infection in her upper back tooth. She stated that the electric toothbrush came with a regular round brush head when she purchased it, but she decided to try the oral b 3d white brush heads, which have a plastic center, but she did not realize that it was a polishing brush. She reported that she didn't use the product for a while and used it again and ended up visiting an oral surgeon because she had an infection. She stated that the oral surgeon did not think the product would cause an infection but recommended she not use it, and instead she should use the most gentle brush head with a really soft bristle, suggesting the round head with no plastic. She reported that he had to do surgery due to the infection, and she received antibiotics as well. The consumer indicated that at first she thought that the infection was associated with the use of the brush head but now she is not associating the use of the brush head with the infection. Product use was discontinued about 3 weeks ago. Relevant history: allergy-none; medical history-broken tooth. The case outcome was recovered. No further information was provided.